Event description:
A report was received that the patient's ipg was unable to communicate with the remote control. The patient was not getting any stimulation. Ipg data base analysis revealed signs of a high internal resistance battery. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
The complaint of a telemetry anomaly was confirmed. Battery profile falsely indicated battery depletion to be approximately 350mv per hour. Acir reading of the battery measured 1.02 ohms which was out of the expected range. This higher than normal resistance caused an excessive voltage drop across the battery resulting in the appearance that the battery was fully charged when it was still approximately 3.5vdc. The high acir reading is an indication of a faulty tab weld in the battery. The battery was sent to the vendor to perform failure analysis, and they have found a faulty tab weld in this battery. The faulty weld is the root cause of the telemetry anomaly.

Event description:
A report was received that the patient's ipg was unable to communicate with the remote control. The patient was not getting any stimulation. Ipg data base analysis revealed signs of a high internal resistance battery. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.